Manufacturer narrative:
Evaluation conclusions: device failure/lack of effectiveness related to patient condition (small in diameter vessels and severe vascular disease).

Event description:
A 28mm diameter x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology is very small in diameter. It was reported the procedure that the physician had difficulties advancing the stent graft due to the patient's small in diameter arteries. It was reported that the procedure took approximately five hours to complete. The final angiogram demonstrated that the stent grafts had become occluded, due to the patient's co-morbidities. The physician elected to treat the patient with medication for the occlusion. The blood flow was restored, except to one of the patient's lower extremities. The physician elected to convert the patient to a femoral-popliteal bypass to restore flow to patient's leg. There are no further details available. No additional clinical sequeale were reported and the patient is fine.